Event description:
It was reported that on (B)(6) 2013, the patient underwent a stenting procedure with placement of a 3.5 x 23 mm xience v stent in the left main coronary artery and a 2.75 x 23 mm xience v stent in the mid right coronary artery (rca). After deployment of the 2.75 x 23 mm xience v stent, a stent edge dissection was noted in the rca. A 2.75 x 12 mm xience v stent was then deployed to treat the dissection. Post procedure, the patient's creatine kinase was minimally elevated, however no treatment was provided. The patient's condition resolved the same day and the patient was discharged to home on (B)(6) 2013. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(6)/ there were no reported product deficiencies and the device was not returned for analysis. The reported patient effects of dissection is listed in the xience v / xience nano everolimus eluting coronary stent system instructions for use as a known patient effect of coronary stenting procedures. Although a conclusive cause for the reported patient effect and the relationship to the device if any cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.